Event description:
The hospital reported that 7mm extended length endoscope is foggy and remains blurry. No injury

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 7mm extended length endoscope is foggy and remains blurry, can't see anything out of it. The procedure was completed using the same device. There was no delay. No injury reported.

Manufacturer narrative:
Trackwise # (B)(4). Updated section b4, b5, d9, g3, g6, h2, h3, h11.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 04/24/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed on the intact endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.